Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels from (B)(6) 2024 and (B)(6) 2024 of 21-23 mg/dl. The low bg causes were not known. Customer consumed crackers with peanut butter to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.